Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of a discrepant inr result for 1 patient from coaguchek xs pro meter serial number (B)(4) compared to the laboratory with dade innovin reagent. The result from the laboratory was 2.3 inr with venous blood. Approximately 20 minutes later the result from the meter was 3.8 inr. There was no allegation of an adverse event. The patient was feeling "well". The qc tested before and after the discrepant result passed. The patient's therapeutic range was 2 - 3 inr. The suspect product was requested to be returned for investigation. Relevant retention test strips (lot 29494511) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.